Manufacturer narrative:
As received, a partial lead distal and mid portions were returned in two pieces. The lead was measured to be 37.2/46.5 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for routine follow up, the left ventricular lead had dislodged. The lead was cut capped and replaced successfully. The patient's condition was stable prior during and post procedure.